Manufacturer narrative:
E1 - phone number: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ncompass nitinol stone extractor¿s actuator was unable to deploy prior to use in an unspecified procedure (reported under (B)(4)). The basket of the device was also unable to close (reported under (B)(4)). The issues were found when the package was opened, and the device was tested. The procedure was completed by using another same-type device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.